Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer had not been testing his blood glucose levels very often because he was traveling. It was also stated that the insulin pump gave and alarm after changing the batteries, that cleared the basal rates. Troubleshooting was performed and the insulin pump passed the self test.